Event description:
Male component of adapter broke off inside catheter injection port. Treatment was delayed 2 hrs. Catheter was manipulated, causing irritation & risking infection. Apparently fittings were of similar material & created adhesive effect at joint.